Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a gynecological surgery [note: the initial MDR reported the involved esu as being erbe model vio 3, part number (p/n) 10160-000, serial number (B)(6). But it was later determined that the unit documented in this report was the involved generator.]. The esu was used with an erbe nessy omega neutral electrode [ne, p/n 20193-082, lot number (l/n) information not provided (ni)]. No other information was provided regarding any accessories or equipment settings employed during the operation. Per the reported incident a patient burn was observed under the equipotential ring of the neutral electrode. No photos or description of the burn were provided in the report. In addition, no information was given regarding if any treatment was given to address the patient's burn.

Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the neutral electrode was disposed of postoperatively and therefore, was not available for examination.). A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the information provided and evaluation, the burn was not caused by a defect of the esu. Due to the lack of information in the report (esu settings, activation duration, exact appearance, and size of skin lesion, etc.), a cause of the burn is unable to be determined. However, a review of the esu's chronological data revealed a "b 08" error message, indicating a high neutral electrode current density which could cause a burn. The vio 300 d user manual and the erbe nessy omega neutral electrode notes on use explicitly warns about the risk of heating under the neutral electrodes and provides guidelines to mitigate risk of burns. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a gynecological surgery. The esu was used with an erbe nessy omega neutral electrode [ne, part number (p/n): 20193-082, lot number (l/n): information not provided (ni)]. No other information was provided regarding any accessories or equipment settings employed during the operation. Per the reported incident a patient burn was observed under the equipotential ring of the neutral electrode. No photos or description of the burn were provided in the report. In addition, no information was given regarding if any treatment was given to address the patient's burn.

Manufacturer narrative:
The esu was thoroughly inspected/tested (note: the neutral electrode was disposed of postoperatively and therefore, was not available for examination.). A technical safety check was performed on the generator. This included an electrical safety check, a functional check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the device. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no erbe equipment problem was found that would have caused or contributed to the incident. Based upon the information provided and evaluation, the burn was not caused by a defect of the esu. Due to the lack of information in the report (esu settings, activation duration, exact appearance, and size of skin lesion, etc.), a cause of the burn is unable to be determined. The vio 3 user manual and the erbe nessy omega neutral electrode notes on use explicitly warns about the risk of heating under the neutral electrodes and provides guidelines to mitigate risk of burns. Erbe USA, inc. Is now closing the file on this event.